Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 41 mg/dl and 37 mg/dl. The customer treated his blood glucose level with orange juice. The customer treated his high blood glucose level of 247 mg/dl with manual shots. The high pressure test passed. The device was not returned.